Manufacturer narrative:
A ge service representative performed an onsite investigation, and replaced the batteries. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a generator error message. No patient injury was reported.